Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient noticed hurting at the implant site. The patient stated that if she tried to lower stimulation she didn't feel it working and if she increased it, it hurt her vagina. The patient noted that she had multiple sclerosis (ms) and had been losing balance and fell twice. The patient mentioned that she fell on her left side and once she fractured her leg. The patient was redirected to follow-up with her health care professional. The patient also reported that she was a little confused about the device and she thought the device was turning itself off but after reviewing button use, the patient realized she was turning stimulation off. There were no further symptoms or complications reported or anticipated.